Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: pfs and medical records received. After review of the medical records for MDR reportability, alleges severe memory loss and difficulty concentrating, loss of equilibrium, uneven gait with leg length discrepancy, loss of mobility, neuropathy, tremors, blurry vision, right hip dislocation following hip revision, pain and discomfort. Physician note from (B)(6) 2016 indicated patient experienced a spontaneous right hip dislocation while lying in bed. This was corrected by a closed reduction. Part/lot noted for products involved. Non-reportable. The complaint was updated on: 12/28/2016. Update ad 11 sep 2018: (B)(4) has been re-opened under (B)(4) due to the receipt of ppf and sticker sheets. There were no new allegations. Added law firm. Corrected the lot number of the liner, patient identifier, revision and implant date. Doi:(B)(6) 2015 - dor: (B)(6) 2016 (right hip). Please see (B)(4) for the first revision.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision depuy synthesof 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.